Event description:
A temporary pacing electrode (tpe) catheter was placed in the pt because of identified heart block arrhythmias. Following placement of this catheter, it was connected to an external pacemaker and the pt was admitted to the heart unit for observation. The user reported that the pacemaker connector was attached to the pt's thigh during angiocardiography. The nurse reported that the pt was doing well during the first round; the connection screws between the electrodes and the intra-cardiac pacemaker were verified by nurse and found to be well connected. During observation in the heart unit, the pt requested use of the bedpan at 1400. At this time, the nurse observed atrial fibrillation on the monitor and the pt received medication. At 1500, the nurse returned with additional medication and checked the connection between the stimulator and electrodes which was found to be acceptable. At 1535 the nurse checked on the pt who remained on the bedpan at this time. The nurse found the pt doing well. At 1540 the heart monitor at the nurses' station displayed asystole and the nurse went to the bedside to find the pt unresponsive. The nurse called the code blue team and cardiac massage was initiated. The attending physician was present and checked the two femoral catheters. At this time, he observed one wire disconnected (out of the connector). He reconnected the wire and the pt responded.

Manufacturer narrative:
The facility reported that this device was discarded; and therefore, unavailable for investigation. Bard is unable to perform a device history review as the lot number is unavailable. In addition, the date of MFR and date of expiration cannot be determined. Indications for use: bard temporary pacing catheters are designed to transmit an electrical signal from an external pulse generator to the heart or from the heart to a monitoring device. When an internal lumen is present (other than the one used for balloon inflation), it may be used for fluid infusion, pressure monitoring, or blood sampling. This device is sold sterile for single use and this electrode catheter has an adapter for protected pin connection. The instructions for use inform the user: for electrical connections for pacing: insert adapter pin into standard 2mm (0.080") pin receptacle of equipment. If equipment contains a locking mechanism such as a collet or thumbscrew, tighten down on the adapter. Leave affixed to equipment. Thread leads of catheter through the adapter eyelet. Connect the negative jack (marked distal) to the negative terminal of the external pulse generator, and the positive jack (unmarked) to the positive terminal of the pulse generator.